Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and functional test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. Temperature and impedance tests were performed and the device was found working correctly. No impedance issue was observed. A manufacturing record evaluation was performed for the finished device batch number 31146495m, and no internal actions were identified. The reddish material inside the pebax could be related to the power issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the surface of the pebax. During the procedure, the catheter wouldn't reach the required power. The issue was noticed intraoperatively. The cable was changed but the issue persisted. The catheter was changed and the issue resolved. The overall delay was an estimated 10 minutes. The procedure continued. No patient consequences were reported.